Event description:
The plaintiff's atty alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated MDR # 1225714-2014-05568, 1225714-2014-05569, and 2937457-2014-01413.